Event description:
It is found that the battery cannot store power during daily inspection. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to battery aging. The reported problem was confirmed. The device was operational after replacement with new battery. The investigation concludes that no further action is required at this time.